Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the unit to alarm, which did not confirm the original complaint issue.

Event description:
Dealer states, there is no service or alarm lights.

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Dealer states there is no service or alarm lights.